Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis with cloudy effluent and was hospitalized nine days after onset of the event. The cause was unknown. The patient was treated with vancomycin intravenously (dose and frequency not reported). On the same day as hospitalization, the patient's pd catheter was removed and hemodialysis was initiated. It was reported the patient had not yet recovered and had left the hospital against medical advice eleven days after admission for another hospital. Additional information is not available.